Event description:
I had a mersilene mesh two layer inserted in my abdomen. It was a very complicated surgery called a tram- flap. It was done to reconstruct breast tissue which was fat taken from my abdomen to reconstruct my breasts. This was performed in 2010. I started having pain in my lower left side of my abdomen a couple of months ago and I then noticed a protrusion where the pain was. I then went back to the doctor who performed the surgery and he told me that I had a hole in the mesh, a hernia that must be repaired.